Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a cubie drawer failed.customer reported that there was a delay in the removal of medication for a patient.there were no adverse events or injuries reported based on this event.